Event description:
It was reported that there was a malfunction on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer had experienced at least three occurrences of the same malfunction but had not reset the pump in the last 24 hours. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy, or if the pump has another malfunction, the customer will reach out to their hcp to obtain a backup method of insulin therapy.